Manufacturer narrative:
A qualified field service engineer confirmed the reported issue and replaced the transducer to resolve the customer's immediate concerns. An investigation was performed which determined the transducer failed the electrical leakage testing as a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The device has returned to service with no similar issues reported.

Event description:
It was reported that the x8-2t transducer failed electrical leakage testing. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. There was no patient or user harm associated with this event. A philips field service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.